Event description:
It was reported by service report that the head left and right load cells failed; the bed will have an inaccurate weight reading. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.